Event description:
(B)(6) male with history of right axillary adenopathy. Procedure: catscan guided biopsy (CT/bx), lymph node right axilla. Corvocet biopsy needle came apart when firing to take a sample. No known harm to patient, another corvocet used successfully. Manufacturer response for instrument, biopsy, corvocet¿ (per site reporter), will obtain.